Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 457 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump kept on alarming motor error. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 457 mg/dl and treated with insulin pump and declined troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, error test, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test. Motor passed motor test. No motor error alarm. Unit received with severely scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and address/serial label missing.